Event description:
It was initially reported that the device had its service indicator illuminated and had logged a fault code. Physio-control evaluated the device and replaced the therapy pcb assembly, after verifying the logged fault code. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. After further evaluation of the therapy pcb in the failure analysis center at physio-control, it was found that the therapy pcb would not have been able to provide defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a failure of a diode, designator cr44, which caused damage to several components on the therapy pcb.